Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the warehouse unpacking inspection, after a period of time after powering on, there will be a machine alarm "battery invalid" after powering off, and the battery icon is displayed abnormally". No patient involvement.

Event description:
It was reported that "during the warehouse unpacking inspection, after a period of time after powering on, there will be a machine alarm "battery invalid" after powering off, and the battery icon is displayed abnormally". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "machine alarm "battery invalid" after powering off" was confirmed based on the pictures provided. No part or recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the warehouse unpacking inspection, after a period of time after powering on, there will be a machine alarm "battery invalid" after powering off, and the battery icon is displayed abnormally". No patient involvement.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.